Event description:
On 07/08/2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient received heparin during intravenous treatment in (B) (6) 2008. Shortly thereafter, the patient began to experience symptoms consistent with the adverse reactions associated with contaminated heparin.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.